Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. The patient reported that a warning por (power on reset) code was seen. The patient reported that she was trying to charge her ins when the por was seen. It was noted that the por was not related to an overdischarge. The patient reported that there was recent medical tests or electromagnetic interference (emi) exposure that could be related. The patient reported that she was at her doctor on (B)(6) 2017 because she was having a test for an upcoming hip replacement surgery. During the call, the patient was able to clear the por and turn the therapy back on. The patient reported that the therapy was adequate. No complications reported.